Event description:
The customer reported a leak at the differential mixing chamber of the lh750 instrument. The instrument was failing retic controls when the leak was noticed. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was not dispatched. The fse was able to troubleshoot the leak with the customer over the phone. The customer found that there was salty buildup clogging the retic segment valve cvl87/127 and was causing the lines to become disconnected from the mixing chambers. The fse instructed the customer to clear the shear valve by cleaning and priming the valve. The customer cleared the clogged valve and the instrument ran without any leaks. (B)(4). Customer resolved the issue.